Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: does the surgeon believe that the surgicel powder was related to the event? The physician and fa mentioned that they are unsure if the product was directly related to the ae. Date that patient was readmitted - no patient information. How was the seroma treated? No patient information. Please explain what medical / surgical interventions were performed? - original. Procedure was either a thyroidectomy, parathyroid, or a combination of both with possible autotransplantation. Why was the surgicel powder used during the initial procedure? Prevent post-op bleeding. Where exactly (anatomical position) was the surgicel powder used? Where thyroid was removed. How much surgicel was used and how much was removed during the procedure? 1- 2 grams. How was the surgicel removed? Based on sales rep observation, no surgicel was removed. It has been mentioned to the physician on multiple occasions to use only as much surgicel as needed, and can irrigate if they choose to do so. What are the patient¿s demographics? (Age, date of birth, bmi, past medical history) ¿ no patient information. What is the lot number of product used? No information. All product packaging was discarded. What is the patient¿s current status? No patient information.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostatic device was used. Post operatively, the patient was readmitted due to a seroma. It was unknown how the condition was treated. The physician mentioned that it is unsure if the product was directly related to the adverse event. The patients current condition is unknown. Additional information has been requested.